Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On or about (B)(6) 2016, plaintiff underwent placement of an angiodynamics vortex port catheter, with lot number 4909401. The vortex device was implanted by dr. (B)(6), m.d., at (B)(6) hospital in (B)(6), for the purpose of treating plaintiff's plasmapheresis. On or about (B)(6) 2017, plaintiff presented to (B)(6) hospital in (B)(6) with erosion of her port. On or about (B)(6) 2017, plaintiff underwent replacement of her angiodynamics vortex port catheter.